Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The second meter's serial number is (B)(4). The device manufacture date is 11/1/2011. The date of the event is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015 the customer contacted adc and reported a readings issue involving two adc blood glucose meters. During the call it was determined that the customer was comparing a "high" reading of 132 mg/dl received on one adc meter to a "low" reading of 54 mg/dl received on the second adc meter. The customer further reported self-treatment with insulin and reportedly received unspecified third-party medical treatment due to the product issue. Several attempts were made to contact the customer for further information and/or clarification, without success. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Per review of the call additional/corrected information was obtained after submitting the initial MDR.

Event description:
Customer called adc on (B)(6) 2015 and indicated that she was not getting accurate readings when comparing her two freestyle freedom lite meters. Customer further reported that in the evening of (B)(6) 2015 she began experiencing the following symptoms: "went blind, shook like a leaf, sweating profusely, numb, disoriented." She then received a reading "like 100" on one of her adc (B)(4) lite meters and she subsequently tested using her (B)(4) contour meter and received a reading of over 400 mg/dl . She further reported that her husband injected her in the stomach with 6 units of novalog insulin. The customer indicated that she didn't know her husband gave her insulin and she was "just out of it". The customer reported that after her husband "dosed her" they went to the hospital. At the hospital she was given diazepam for the muscle contractions/shaking she was experiencing. The customer did not indicate she received any other treatment at the hospital or provide a diagnosis. There was no report of death or permanent injury associated with this event.